Manufacturer narrative:
This report is for an unknown drill bit/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Complained issue could not be replicated and/or confirmed based on the available information (incl pictures and/or x-ray¿s). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral diaphyseal fracture with antegrade femoral nail (afn). During distal locking, the surgeon could not insert a screw into a hole for static locking because a drill interfered with the nail, when he used the aiming arm, the connection screw and the insertion handle in question. He inserted a screw into the hole for dynamic locking and finished the surgery. There was no problem with the nail insertion and the connection screw was not loosened. The surgery was delayed by less than thirty 30 minutes. Patient outcome is reported as stable. No further information is available. This report is for one (1) unknown drill bit. This is report 4 of 6 for complaint (B)(4).